Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2017. She stated that the cause was likely high blood glucose. Her blood glucose was below 200 mg/dl at the time of ER visit. The patient experienced stomach pain, back pain, and nausea. She also had a urinary tract infection that may have contributed to her elevated blood glucose values. She was given medication and released from the hospital. During troubleshooting the insulin pump passed the high pressure test. The insulin pump will be returned for analysis.